Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer¿s blood glucose level. Caller was unsure whether air had been fully removed from cartridge and chose not to load new cartridge, and technical support guided caller through pump reset, after which cartridge reading updated to show 120 units and issue was resolved; no additional information was received regarding any further actions.